Manufacturer narrative:
Investigation is on-going. Review of mfg records has been requested.

Event description:
During a clinical investigation it was reported that a pt in (B)(6), implanted with norian drillable, experienced pain in the knee and problems with movement. Pt was noted to have necrosis of cartilage and bone in the condyle. Pt was returned to the operating room for removal of the plate and screws on an unk date. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Determined during review of manufacturing records. A review of synthes device history records for lot n000310 revealed that norian corporation manufactured the norion drillable 10cc. Inspection was performed on (B)(6) 2011. Parts conformed to all requirements. (B)(4) were released to the warehouse on (B)(6) 2011. There were no ncrs associated with this DHR that indicate any issues related to the complaint.